Manufacturer narrative:
Follow-up #1 date of submission 09/05/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed with no damage or defects were noted. A force and leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The distributor contacted animas on (B)(6) reporting that there was moisture in the cartridge compartment in the patient's pump. The patient had elevated blood glucose levels starting on (B)(6) and was admitted to the emergency room on (B)(6). The patient had a blood glucose reading of 35.3 mmol/l at the emergency room and was treated with rapid acting insulin. At the emergency room the blood glucose levels were measured once per hour ranging from 23-35 mmol/l despite constantly delivering insulin with the pump. It was not specified whether the doctor used the pump to deliver bolus doses or how much insulin the doctor intended to deliver through the pump. The doctor assumed that the pump was not delivering the insulin correctly and was able to treat the patient's blood glucose with injections. The patient was reportedly "over-acidified" with elevated blood glucose and stayed in the hospital until (B)(6). The distributor reported that the moisture was suspected to be insulin. Neither the patient nor the hospital staff were able to see any damage to the cartridge (any cracks, damage to luer lock, plunger, or o-rings). The patient is handicapped and cannot provide the lot number of the cartridges. This complaint is being reported because the cartridge allegedly leaked insulin and the patient suffered elevated blood glucose levels requiring treatment at the hospital.

Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.